Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had yeast peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that the patient was on antibiotic therapy for a previous peritonitis event. Subsequently, on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the patient had a pd culture obtained in the pd clinic which had growth of yeast. The patient was restarted on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin. On (B)(6) 2025, the patient had a planned hospitalization for pd catheter (not a fresenius product) removal. The patient was switched to hemodialysis modality for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital and is reported to be recovering from the event, per the nurse. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse attributed peritonitis to prior course of antibiotics.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy had yeast peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse reported that the patient was on antibiotic therapy for a previous peritonitis event. Subsequently, on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of cloudy pd effluent. It was stated that the patient had a pd culture obtained in the pd clinic which had growth of yeast. The patient was restarted on antibiotic therapy utilizing intra-peritoneal (ip) vancomycin. On (B)(6) 2025, the patient had a planned hospitalization for pd catheter (not a fresenius product) removal. The patient was switched to hemodialysis modality for renal replacement needs. On (B)(6) 2025, the patient was discharged from the hospital and is reported to be recovering from the event, per the nurse. The nurse confirmed the patient did not have fluid leaks or any issues/malfunctions with fresenius products in relation to the event. The nurse attributed peritonitis to prior course of antibiotics.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s yeast peritonitis which required hospitalization for pd catheter (not a fresenius product) removal and transition to hemodialysis. Peritonitis is a well-documented complication in pd patients. Based on the available information, it is reasonable to attribute the event of yeast peritonitis to prior use of antibiotic therapy (a known risk factor). Currently there is no allegation or objective evidence that the liberty select cycler/liberty cycler set had a malfunction or product deficiency caused this event.